Event description:
It was reported that the pt underwent a full revision surgery due to generator near end of service and a lead fracture. Product was returned to the MFR and underwent analysis. Upon analysis, no lead fracture was found. However, abraded openings were found on both the outer and inner silicone tubing, and most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing and coils. No other anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Note that since the electrode array section was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.